Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system flush port valve was broken. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There is a two input valve attached to the flush valve of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The flush valve is cracked/damaged. Bubbles occurred during flush test when the syringe was pulled back and bubble source was from the crack in the flush valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noticed air bubbles while aspirating the delivery system prior to injecting contrast. The physician put his finger on the extremity of the handle to avoid a possible leak but the problem continued to occur. It was attempted several times but too many air bubbles were observed so the physician decided not to inject contrast. The leadless implantable pulse generator (ipg) was still implanted successfully and remains in use. No patient complications have been reported as a result of this event.